Event description:
Advanced bionics was notified that the patient's device was explanted. The patient reportedly had an allergic reaction to the device. Testing confirmed that the patient's device was functioning within normal limits.